Manufacturer narrative:
Clarification to b3 date of event: partial date "may 2026" a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported of the right side device: "deflation". The device remains implanted.